Manufacturer narrative:
(B)(4). Event date: on an unreported date in (B)(6) 2011, the patient experienced peritonitis. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested as cloudy effluent. The patient was hospitalized and began treatment with vancomycin (dose, frequency not reported) via ip route for peritonitis. Three weeks after starting treatment, the patient discontinued therapy and recovered from the peritonitis. No additional information is available.